Event description:
It was reported that for a bonegraft case which was done a year ago, the doctor was taking out a piece of mesh during which one screw stripped and the head snapped off.

Manufacturer narrative:
Investigation in progress but not yet complete.